Event description:
It was reported that the left ventricular intrinsic amplitude was out of range. Loss of left ventricular (lv) lead capture was seen on presenting electrogram (egm). No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that the left ventricular intrinsic amplitude was out of range. Loss of left ventricular (lv) lead capture was seen on presenting electrogram (egm). No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to provide the implant date.